Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, on a laparoscopic mesh rectopexy, between the rectum and vagina, there was parietal mesh erosion found years after. The surgical time was extended by 30 minutes or more due to the product problem. There was permanent tissue damage and the patient needs another surgery to have the mesh removed and the vagina repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of (B)(4).